Manufacturer narrative:
(B)(4). Any additional information received will be included in a follow up report. (B)(4). Patient demographics such as age, date of birth, gender and weight were not provided by the customer. Per results of investigation, carefusion service technician was able to duplicate "unit has a solid red charge status led". All testing was performed using a good known test ac adapter. Bench testing revealed a solid red charge status led, due to a fully depleted internal battery. The internal battery voltage output is 1.8v. The service technician installed a good known test internal battery and after a few minutes of charging the charge status led turned green. Ventilator then passed 40 minute battery duration from service manual.

Event description:
The customer reported that the model lap top ventilator 1150 unit had a solid red charge led status. Upon further investigation, customer stated that the ventilator was on a patient at the time of incident but there was no allegation of injury or harm.